Event description:
It was reported that patient ipg was fully depleted and has not able to charge. The patient underwent a spinal cord stimulator revision procedure. Additional information was received that patient had no issue with the spinal cord stimulator. It was noted that the implantable pulse generator was replaced and was kept at the facility.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient ipg was fully depleted and has not able to charge. The patient underwent a spinal cord stimulator revision procedure.